Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine [unknown concentration] at a rate of 2.75 mg/day via intrathecal drug delivery pump for spinal pain. It was reported that the pump was alarming due to a missed refill. An empty reservoir alarm occurred (B)(6) 2017 and low reservoir alarm (B)(6) 2017. They are going to fill the pump with preservative free normal saline and run at minimum rate mode. Drug concentration of 15 mg/ml.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-mar-03. No troubleshooting was performed related to the pump alarm. No actions/interventions were taken to resolve the pump alarm. The cause of the pump alarm was a missed pump appointment. The patient was in jail and refused to come for appointment. The pump alarm was not resolved.